Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had prime/fill anomaly. The customer's blood glucose level was unknown at the time of the incident. It was reported that the motor was not continuously running when priming. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the rewind test, basic occlusion test, prime test and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm the motor position encoder error alarm due to erased history file. No prime anomaly noted.